Event description:
Baxter ncc informed by customer of a leak in the male connector of this set. No pt injury was reported at this time.

Manufacturer narrative:
Samples have been requested, but not received for evaluation. If samples become available, a follow-up report will be filed. Review of the complaint history reveals similar issues have been reported.